Event description:
The complainant alleged that the heat exchanger was leaking. The independent repair statement confirmed this the heat exchanger leak to be the key failure. It was further noted that a filter was missing. Per independent repair center statement, the unit is alarming or has a red light.